Event description:
Information was received from the physician noting that the patient did not have high lead impedance.

Event description:
X-rays were received and reviewed. The generator was located in the middle of the patients left chest at around rib 4. Due to the angle and location of the generator in the images provided, the connector pin-insertion could not be assessed. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and chest and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. In the visible portions of the lead, no sharp angles were present. No gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance cannot be confirmed. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. Physicians assessment on the x-rays was also received and noted that he patient has a vns device that has a metal coil on the left vagus nerve in the neck. Question of misplaced coil. The assessment continues that a vagus nerve stimulator lead is seen overlying the left lateral neck with a battery pack partially seen overlying the left upper thorax. The lead terminates in the soft tissues anterior and lateral to c5-c6. Vagus nerve stimulator seen with lead tip terminating just anterior and left of the c5-c6 vertebral bodies. No other relevant information has been received to date.

Event description:
It was reported that the physician would like the manufacturer to review x-rays for a potential lead fracture. The x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.